Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a during a percutaneous coronary intervention, a shaft break occurred. The chronic total occlusion (cto) target lesion was located in the proximal left anterior descending (lad) artery. Nearing the end of a long procedure, the physician attempted to remove the guidezilla from the guide catheter and that the hypotube had separated from the guide extension. The physician was able to remove the guide extension from the guide without losing access. The case was completed by successful wiring of the cto and ballooning and stenting of the lad. No patient complications were reported and the patient's status is fine.